Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 42. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to go to the emergency room (ER) with his blood glucose reading greater than 13.9 mmol/l (250 mg/dl). Patient alleged that the device was not delivering insulin accurately and no alarm provided. The pod was worn longer than 48 hours on the leg. Patient also noted that the cannula was broken and out of the skin. There was no further information regarding the ER visit or the patient's treatment.

Manufacturer narrative:
The returned product was evaluated and performed as designed. Although a kink was noted in the cannula, this is not considered to have contributed to the reported hyperglycemia as it occurred post use. Had it occurred during use, there would have been pressure build up in the fluid path resulting in an increase in pulse widths. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.